Manufacturer narrative:
The facility reported that an employee handled an empty cup from the v-pro max sterilizer, and several minutes later noticed a burn on his thumb. Steris made several attempts to obtain additional information regarding the reported burn; however no additional information was provided by the facility. The employee was not wearing proper ppe, specifically gloves, when disposing of the sterilant cup. The v-pro max operator manual (1-2) states, "danger - chemical injury hazard: when handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions." The employee was instructed to wear gloves when disposing of the sterilant cup per the hospital's policies and procedures. No further issues have been reported.

Event description:
The facility reported an employee was burned after handling an empty vaprox hc sterilant cup from the v-pro max sterilizer. The employee rinsed the affected area under water and visited the hospital's nurse.